Manufacturer narrative:
The device was returned, decontaminated, visually inspected and lab evaluated. After evaluation the complaint is confirmed, the device was returned with a defective jaw. Visual inspection confirmed that one of the jaws on the tip was no longer functional. The tip was observed under the microscope, and a portion of the jaw is completely fractured, see attached file "fractured jaw". The area where the fracture occurred is where the yoke pin initiates grasping/releasing of the jaws by moving along a groove within jaw. When the weak point around this groove was fractured, the jaw become disconnected from the yoke pin and became defective root cause: unable to determine exact root cause, jaw may have been manufactured with compromised material which made it weaker. Excessive force actuating the tip also could have weakened the material over time to eventually cause a failure. Will monitor for similar complaints in the future to determine if this lot had weakened, defective jaws

Event description:
A piece of the tip broke off during surgery. Anesthesia time was extended for 30 minutes while the piece was retrieved. A post operative x-ray was performed to ensure no piece was left in the patient.